Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -06.50/+1.0/087 (sphere/cylinder/axis), into the patient's left eye (os), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to measurement error in mr (per the surgeon, there might be an error in mr by the machine or the practitioner). The lens was replaced with another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
Weight: unk, etninicity: unk, race: unk. Work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
D4: unique identifier (UDI)#: (B)(4) should be added to the initial MDR. Claim#: (B)(4).